Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. The pt was transferred to another facility when it was determined the filter had been inappropriately placed in a tributary vein. No retrieval was attempted. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. It was indicated a pre-placement cavogram was not performed prior to filter placement, which co believes may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "an inferior vena cavogram must be performed prior to titanium greenfield vena cava filter insertion. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies. Do not attempt to move or manipulate an engaged filter. In most cases, a second filter properly placed should be implanted for protection against recurrent pe."